Manufacturer narrative:
Evaluation summary: the investigation concluded that the exact cause of the event could not be determined because no device and no lot code information were made available for evaluation. Since no device was made available, the event could have multiple root causes and cannot be confirmed. A speculation as to the root cause cannot be made as to the limited information provided. If device or additional information becomes available, the evaluation summary will be submitted in a supplemental report. A review of the product experience reporting database indicated that from 2004 to (B)(6) 2010, for catalog #: 3770-0000 there have been other reported events regarding an impactor extractor that would not disengage from the implant. These events were related to a fracture in the threaded region due to poor lubrication.

Event description:
It was reported that, "after the surgeon implanted a tibial component with a bone cement by using the tibial impactor/extractor, he could not dissociate it from tibial component. It was because the surgeon could not loose the screw. It was too tight. Therefore, the surgeon removed the tibial component with the device and some bone cement from the patient's tibia. Then, he implanted a ha tibial component with bone cement by using a tibial impactor (B)(4)."